Manufacturer narrative:
The medwatch report (patient identifier number (B)(4)) was received on january 8, 2004, and indicated that the (B)(6) female patient, weighing (B)(6), was admitted with asymptomatic aneurysm. The report indicated that the patient underwent an elective coil embolization on (B)(6) 2003. During the procedure, following successful insertion of the first coil, during insertion of the 2nd coil, the 1st coil was noted to be protruding out of the aneurysm into the vessel. The procedure was terminated. Repro was given prophylactically to minimize the risk of thrombus formation. The coil migrated further into the right mca following reopro administration. A craniotomy was performed to remove the coil from the mca. There were no further reported patient complications and it was noted that the patient is in good health. Additional information will be submitted within 30 days upon receipt.

Event description:
Uf# (B)(4).